Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is alleged that the left hip dislocated several times. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is alleged that the left hip dislocated several times.